Event description:
A peritoneal dialysis patent reported that she was currently being treated for peritonitis. According to the patients peritoneal dialysis nurse, the patient was diagnoses with peritonitis on (B)(6) 2013. She was successfully treated with intraperitoneal vancomycin and is fine. There were no previous fluid leaks during treatment; the patient had reportedly self-contaminated from using non-aseptic technique. She had performed her treatment in a non-sterile environment with her pet cats. Sample retained for us.

Manufacturer narrative:
The patient's medical records were requested but not yet received. The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.